Manufacturer narrative:
The station properties for bottle 11 (ipa) were reset at 14:13pm on (B)(6) 2016. Resetting the reagent station sets the concentration to the default value configured in the reagent types definition (100% in this instance); unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. The properties of the reagent in bottle 11 prior to this action were: ipa concentration = 98.1%, cycles = 29, cassettes = 1688 and days = 12. Based on the information provided by the complainant, it was determined that the quality of tissue processing from the "2 hr-biopsy and cell block" protocols started in retort a at 16:12pm on (B)(6) 2016 and in retort b at 19:09pm on (B)(6) 2016 would have been adversely affected by the incorrect user action of filling bottle 11 (ipa) with formalin. The reagent in bottle 11 (ipa) was used for the first time in the final dehydration/clearing step of the "2 hr-biopsy and cell block" protocol started in retort a at 16:12pm on (B)(6) 2016; and was subsequently used in the final dehydration/clearing step of the "2 hr-biopsy and cell block" protocol started in retort b at 19:09pm on (B)(6) 2016. Although the user affirmed in the instrument software that bottle 11 contained 100% ipa at 14:13pm on (B)(6) 2016, information provided by the complainant on 09 june 2016 indicated that bottle 11 had been actually been filled with formalin. Bottle 11 (ipa) was used for the final dehydration/clearing step of the "2 hr-biopsy and cell block" protocols started in retort a at 16:12pm on (B)(6) 2016 and in retort b at 19:09pm on (B)(6) 2016 because the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The consequences of using formalin for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "2 hr-biopsy and cell block" protocols started in retort a at 16:12pm on (B)(6) 2016 and in retort b at 19:09pm on (B)(6) 2016. The root cause of the complaint that retort a "had a very strong smell of formalin" following completion of the "2 hr-biopsy and cell block" protocol started in retort a at 16:12pm on (B)(6) 2016 was a use error, which occurred during replacement of the reagent in bottle 11 (ipa) prior to commencement of this protocol.

Event description:
Leica biosystems received a complaint that retort a "had a very strong smell of formalin" following completion of a 2 hour protocol run involving 40 biopsy samples. On 09 june 2016, a leica field service engineer (fse) attended the laboratory in order to investigate the circumstances involved in this complaint. The complainant advised the fse that a reagent bottle designated for ipa had been re-filled with formalin in error; and confirmed that bottle 11 (ipa) had been drained and re-filled with the correct reagent (ipa) after the error was identified. The complainant also advised that a validation run(s) using non-diagnostic tissue samples would be performed in order to ensure that the quality of tissue processing was satisfactory before processing any further diagnostic samples. On 22 june 2016, leica biosystems (B)(4) received information that all the tissue samples involved in this complaint were diagnosable.